Event description:
Additional information from the area representative indicated there was no trauma suspected to have contributed to the reported high impedance. The explanted generator was received by the manufacturer. The lead was not returned for analysis as it was discarded by the nursing staff at the time of explant.

Event description:
It was initially reported by a company representative that patient underwent generator and lead replacement due to unknown reason. Additional information from the area representative indicated the generator was explanted due to end of service. High impedance was received on diagnostics test once a new generator was connected to the existing lead. The decision was made to replace the lead as well. The surgeon had a set of x-rays prior to surgery in which no anomalies were visualized. At the moment good faith attempts to obtain further information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.